Event description:
The customer reported that during battery replacement, the unit alarmed error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.